Manufacturer narrative:
Concomitant products: d154awg ICD, implanted: (B)(6) 2008; 6947 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing, superior vena cava (svc) and rv impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.